Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm. The device also was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and broken reservoir tube lip.

Event description:
It is reported that the patient's insulin pump displayed a button error. Patient's blood glucose level is 149mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.